Event description:
It was reported that the hub broke off the needle when screwing into the iliac bone. Doctor tried to unscrew the needle from the bone using his hand & was unseccessful. The pt was sent to o.r. Where an orthapedist removed the item without any complications.